Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Based on the attached photo, it could not be confirmed if the catheter size is incorrect as no further investigation could be confirmed. Therefore, the complaint is inconclusive due to poor sample condition. However, the potential root cause could be due to operator error or mechanical failure. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a sizing issue noticed over the last six months. Stated that two weeks ago they received 4 foley trays and out of the 4 trays only 1 was of the correct size. They also believed that this had caused the patient a autonomic dysreflexia. The catheter was changed 4 days ago but they didn't realize that the tubing was smaller. When the patient tried to pass urine where the tube was too small, so it never allowed urine to flow. It was dripping and had started to back up to the kidneys causing pain to the patient. After a very quick catheter change they noticed that the tubes were completely different.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a sizing issue noticed over the last six months. Stated that two weeks ago they received 4 foley trays and out of the 4 trays only 1 was of the correct size. They also believed that this had caused the patient a autonomic dysreflexia. The catheter was changed 4 days ago but they didn't realize that the tubing was smaller. When the patient tried to pass urine where the tube was too small, so it never allowed urine to flow. It was dripping and had started to back up to the kidneys causing pain to the patient. After a very quick catheter change they noticed that the tubes were completely different.